Event description:
The report stated that the device locked on tissue during a hysterectomy. The site was unable to provide additional info as to how the device was removed. There was no pt injury.

Manufacturer narrative:
Date of initial report: 02/17/2009. The jaws of the incident device were stuck closed when received. A visual inspection showed tissue in-between the jaws and in the knife track. The tissue in the track kept the knife from retracting causing the jaws not to open. The knife was not protruding from the jaws and the webbing was not bent. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Additionally, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position."